Event description:
It was reported that t:slim x2 pump housing around usb port was damaged, which affected ability to charge pump battery. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.